Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 300 mg/dl. Troubleshooting was performed and the programming revealed a difference of 1.1u. The alarm history showed an alarm. Ran a fixed prime and high pressure tests and passed. The customer also mentioned that the reservoir compartment was cracked. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Programmed boluses and delivered. All boluses were correct and recorded properly in the bolus history. The device had a cracked case and a broken reservoir tube lip.